Event description:
Customer reported she wasn't sure if the insulin pump was delivering insulin as her blood glucose has been high. Customer's blood glucose was 2559 mg/dl. No symptoms noted. The drive support cap was reported normal. Customer was advised to disconnect at quick release. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer was refereed to doctor she was unsure if basal rates and bolus wizard settings were correct. No reservoir and no delivery alarms were noted on the device history. Customer did not have tubing clamp, high pressure test was not performed. Customer stated she will speak to doctor since she doesn't believe she is getting enough insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.